Event description:
The dexcom g7 I have been on for quite some time continually fails to either pair or simply fails not long after insertion. This is happening about half the time when using the product.